Event description:
Procedure type: gastrectomy. According to the reporter: while in use on a pt, the active blade broke and fell into cavity. The broken blade was suctioned and retrieved from the cavity. New device was opened to complete the procedure. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).